Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was repeatedly failing and was difficult to open. A field service engineer cleaned the srm latch to restore functionality. The cable was crimped, and the microswitch was also cleaned to ensure proper operation. The customer performed an inventory check and was able to access the system without any issues.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a refrigerator door keeps failed and hard to open. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a refrigerator door keeps failed and hard to open. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the unique identifier (UDI) and device manufacture date.